Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent down arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08745 inches. No excessive no delivery alarms noted. Unit received with cracked case at the display window corners, display window, belt clip slot, reservoir tube lip and battery the threads. The insulin pump was received with stained back address label and end cap sticker. The insulin pump was received with minor scratched display window and case.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 459 mg/dl and a blood glucose of 410 mg/dl at the time of call. Customer stated that the insulin pump had several no delivery alares and the buttons were sticking. The customer experienced symptoms such as abdominal pain, nausea, and weakness. The customer was treated with IV insulin drip. The customer was wearing the insulin pump during the hospitalization. It was also reported that the customer had received a no delivery alarm and had a keypad anomaly and confirmed that insulin pump drive support cap was normal and that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.